Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 571 (mg/dl) and large levels of ketones. Customer administered a bolus to treat their bg levels; however, their bg levels remained elevated and they were admitted to the hospital on (B)(6) 2016. Customer was treated with intravenous fluids and potassium, and released from the hospital on (B)(6) 2016. Review of pump data by tandem technical support on (B)(6) 2016 showed that the customer received an out of insulin alert early during the morning on (B)(6) 2016, but the customer did not change their cartridge until 2 hours later. Recommendation was made to consult with their health care provider to discuss diabetes management.